Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported white screen which was reproduced during evaluation at power up. The cause was determined during a visual inspection to be corrosion on the processor printed circuit board (pcb), input/output printed circuit board (I/o pcb), liquid crystal display (lcd), and backflex. Due to the received condition of the device, it has been rendered un-repairable. Should additional relevant information become available, a supplemental report will be submitted.